Manufacturer narrative:
(B)(4). The removed mesh is not expected to be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was implanted with an obtryx sling on (B)(6) 2012. As reported by the patient's attorney, the patient had a procedure for removal of sling and anterior colporrhaphy on (B)(6) 2018 due to voiding dysfunction, dyspareunia, and central defect cystocele. Intraoperative findings include very deeply placed tight sling around the bladder neck. Boston scientific has been unable to obtain additional information regarding the event to date.